Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the arteriovenous fistula. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 6.0 x 60, 75cm was returned for analysis. The middle section of the balloon material was not returned for analysis. A complete circumferential tear was identified with the distal end of the balloon and shaft completely detached. The balloon circumferential break was noted 6mm distal from proximal markerband. The middle section of balloon material was not returned. 38mm of balloon on the proximal end was returned along with 14mm of shaft and tip. A visual and microscopic examination of the balloon material identified no further issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile inspection identified a shaft break 790mm distal from the distal end of the strain relief. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.